Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2024-00078 referring to the same patient. The reported events red/erythema and tender were considered to be a symptom of vascular occlusion and therefore were not coded. This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with belotero balance lidocaine into the infraorbital hollow, on (B)(6) 2024, reported as on tuesday. Batch number was reported as unknown. The patient was concomitantly injected with radiesse, on (B)(6) 2024. On (B)(6) 2024, reported as on wednesday, 1 day after the belotero balance lidocaine injection, the patient experienced a vascular occlusion (reported as vo). The patient had small red bumps and vision changes. On the day of this report, the vision was better, but still with erythema and now at the time of this report, she had pustules. She was tender, but vision improved. It was reported that she was okay. The reporter was starting to treat her with antibiotics (abx), acetylsalicylic acid (asa), warm compress and massage. Due to the provided information, the outcome of the events was considered as resolving.